Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The submitted data showed the sample is a pathology sample with a very high white blood cell count result of " >>>> k/ ul" (exceeds the printer display range of the cell-dyn 1800 analyzer). The effect of an elevated white blood cell sample is covered in the cell-dyn 1800 operation manual as an interfering substance, which could possibly cause spuriously high hemoglobin result. The complaint issue is sample-specific related to a pathology sample containing interfering substance(s). The cell-dyn 1800 analyzer is performing as designed when presented with an abnormal sample; in this case, one sample with very high wbc count. A product deficiency was not identified. (B)(4).

Event description:
The customer reports discrepant hemoglobin results for one patient diagnosed with myeloid leukemia, whose sample was tested on the cell-dyn 1800 analyzer. The following was provided: cell-dyn 1800: hemoglobin = 10.1 g/dl; wbc = " >>>> ." Sysmex: hemoglobin = 7.3 g/dl; wbc = 439.12 k/ul. Beckman coulter = 9.4 g/dl; wbc = 448.4 k/ul. Controls were within specifications. No suspect results were reported from the lab with no patient impact.